Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia as well as hypoglycemia. Customer¿s current high blood glucose level was 477 mg/dl and the low blood glucose level was 37 mg/dl. The customer's other blood glucose level was 584 mg/dl. The customer declined the troubleshoot for the high blood glucose. The customer was treated with the insulin pump. The insulin pump will not be returned for analysis.